Event description:
The report stated that during a procedure, the instrument did not seal the tissue. There was no end tone, indicating a completed seal cycle, and no regrasp alert, indicating that a seal was not completed. The site did not report any evidence of energy delivery. The surgery was extended by more than 30 minutes because the site contacted the distributor to replace this device when it failed to work. There was no pt injury.

Manufacturer narrative:
To date, the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.